Event description:
The device involved in this MDR report was interrogated its commercial packaging prior to use: the battery voltage was not displayed on the programmer screen. The ICD was not implanted and returned for analysis.

Manufacturer narrative:
On 09/24/2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.